Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that patient presented with an atrial lead that was exhibiting high capture threshold. On (B)(6) 2023 the atrial lead was capped and new atrial lead was implanted. The patient was in stable condition.